Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that when treating a stenotic lesion, the guidewire tip was found to be broken when it was introduced to the lesion. Another guidewire was used and the operation went smoothly. No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received clarified that all the pieces of the guidewire were removed from the patient. No surgical or medical intervention was required to remove the guidewire. The device was prepared as indicated in the IFU. The patient was undergoing treatment for a v4 vertebral artery lesion. The patient's vessel tortuosity was moderate.

Manufacturer narrative:
H3: product analysis as found condition (condition of returned device): an avigo guidewire was returned for analysis within a shipping box; within a sealed biohazard pouch and within a dispenser track. Visual inspection/damage location details: no bends or kinks were found with the pushwire. The pushwire ptfe coating and the distal polymer jacket appears to be intact. The guidewire distal tip appeared to have been separated when compared to the product drawing. The total length of the avigo guidewire was measured to be ~196.4cm. The distal tip approximate separated length was found to be ~8.6cm. No other anomalies were observed. Testing/analysis (including sem reports): n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿guidewire separation/break¿ was confirmed. However, the root cause could not be determined. Possible cause of ¿guidewire separation/break¿ is advancing or withdrawing guidewire against resistance in catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.